Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion inside the battery tube. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the device failed the test. No further information was provided.